Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would sometimes resume insulin without changing supplies and sometimes changed pump supplies to address the issues. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.